Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had alleging possible insulin pump over delivery. Customer stated that the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site dripping was found. Customer stated that they was disconnected during the rewind or prime sequence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged possible over delivery anomaly on (B)(6) 2021. The unit p-cap / test reservoir locks in place properly. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. However, normalbolusdelivered was found in history file during normal bolus on (B)(6) 2021 07:35:54.000. Normalbolusamountprogrammed = 4.4 bolusamountdelivered = 4.4. (B)(6) 2021 09:24:44.000 normalbolusdelivered, normalbolusamountprogrammed = 1 bolusamountdelivered = 1, (B)(6) 2021 11:49:00.000 normalbolusdelivered, normalbolusamountprogrammed = 2 bolusamountdelivered = 2, (B)(6) 2021 12:50:04.000 normalbolusdelivered, normalbolusamountprogrammed = 4.2 bolusamountdelivered = 4.2, (B)(6) 2021 15:38:18.000 normalbolusdelivered, normalbolusamountprogrammed = 1 bolusamountdelivered = 1 (B)(6) 2021 18:03:06.000 normalbolusdelivered, normalbolusamountprogrammed = 4.2 bolusamountdelivered = 4.2, in summary, customer alleged possible over delivery not confirmed. The pump was received with scratched lcd window and scratched case. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.